Event description:
It was reported that at implant, therapy was aborted during dft testing due to an ocd alert delivered by the device. The cause of the alert is believed to be due to a lead anomaly. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.